Event description:
It was reported via repair work order that the IV pole can fall in an unintended direction due to loose IV pole socket loose. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.